Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing (twos) along with decreasing amplitude of r-waves. Technical services (ts) reviewed device episode data and provided troubleshooting including reprogramming options. Atrial sensitivity was adjusted to a fixed value of 5.0 mv. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Correction to aware date. Aware date should have been 05/31/2023 as that is when the new reportable information was received.

Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing (twos) along with decreasing amplitude of r-waves. Technical services (ts) reviewed device episode data and provided troubleshooting including reprogramming options. Atrial sensitivity was adjusted to a fixed value of 5.0 mv. No adverse patient effects were reported. Currently, this lead remains in service.